Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unidentified malfunction alarm occurred. Customer charged the pump and pump did not turn on. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.